Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
During the procedure, while the surgeon was retracting the endoillumination probe from the patient's eye, shaft of the probe came loose and got stuck inside the universal cannula. Patient harm did not occur.

Event description:
During the procedure, while the surgeon was retracting the endoillumination probe from the patient's eye, shaft of the probe came loose and got stuck inside the universal cannula. Patient harm did not occur.

Manufacturer narrative:
With regard to this complaint, one 27 gauge shielded totalview endoillumination probe was received for investigation. Examination of the returned product revealed that, though the fiber was properly fixed in the inner capillary, the bonding between the two capillaries itself was not sufficient. The failing bond was most likely the result of improper application of glue. From the review of the complaint database it is concluded that only 2 similar complaints have been reported on this product since 2017. The trend analysis and risk analysis were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective actions are necessary at this time.